Manufacturer narrative:
The pump passed operating current, unexpected error test, displacement test, but alarmed for compromised force sensor system during the basic occlusion test. The pump alarmed due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery tests were unable to be done due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.